Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer¿s grandson reported customer received a reading from her adc blood glucose meter which was subsequently believed to have been erroneously high. Caller further reported that on (B)(6) 2018 customer received an unspecified reading and self-administered an unspecified amount of insulin in response. Customer subsequently experienced ¿lethargy and slurred speech¿ and was unable to self-treat. Customer was taken to an emergency room where a reading of 55 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hypoglycemia, treated with glucagon via intravenous infusion and given orange juice to drink. Customer was discharged to home after three hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a lot number has not been provided for freestyle strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freedom lite meter was reviewed and the DHR showed the freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs (device history reivew) for all omni strips within expiration at the time of complaint were reviewed, and the DHR review showed no there were no issues identified that could have led to the complaint. Tripped trend review was reviewed for freestyle test strips and reported complaint and showed no tripped trends were identified. Clinical data was reviewed for freestyle strips and confirmed that continue to be safe, effective, and perform as intended in the field. Stability data for freestyle test strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s grandson reported customer received a reading from her adc blood glucose meter which was subsequently believed to have been erroneously high. Caller further reported that on (B)(6)2018 customer received an unspecified reading and self-administered an unspecified amount of insulin in response. Customer subsequently experienced ¿lethargy and slurred speech¿ and was unable to self-treat. Customer was taken to an emergency room where a reading of 55 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hypoglycemia, treated with glucagon via intravenous infusion and given orange juice to drink. Customer was discharged to home after three hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s grandson reported customer received a reading from her adc blood glucose meter which was subsequently believed to have been erroneously high. Caller further reported that on (B)(6) 2018 customer received an unspecified reading and self-administered an unspecified amount of insulin in response. Customer subsequently experienced ¿lethargy and slurred speech¿ and was unable to self-treat. Customer was taken to an emergency room where a reading of 55 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hypoglycemia, treated with glucagon via intravenous infusion and given orange juice to drink. Customer was discharged to home after three hours. There was no report of death or permanent injury associated with this event.